Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for a fast conducted supraventricular tachycardia (svt)/atrial fibrillation (af). Technical services reviewed the episode and confirmed one atrial event was missed by the device, causing v greater than a to become true. The atp had no effect on the rate and the device delivered a 41 joule shock due to heart rate only. Technical services discussed programming options for avoiding treating this type of arrhythmia, including increasing the rate cut off for the vt therapy zone and extending duration. Additionally, the physician could make the rhythmic algorithm function as a single chamber device to avoid using atrial rate in the discriminators, as v greater than a overrides all other discriminators. An electrophysiology study, ablation, or medication for rate control may also need to be considered, depending on the specific patient condition. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted and in service.